Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced severe pain, recurrence, lack of incorporation, mesh folded over, and mesh bunched. The device had been used with a bard ventralex st hernia patch (5950007). Post-operative patient treatment included surgical revision and excision of mesh.